Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the bending section cover glue is cracked, the ultrasound medical product image has 1 broken element, the control knob is loose, and there are minor scratches on the pink probe. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was observed during device evaluation that the gastrointestinal videoscope was missing the ke-45 adhesive on the forceps cover. There were no reports of patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the gap between the acoustic lens and ultrasound probe was confirmed. The cause of the gap was not established, however it is possible wear contributed to the reported issue. Olympus will continue to monitor field performance for this device.